Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was powering off during use. The pt tests his blood glucose 2-3 times a day. He typically tests before breakfast and at noontime. He takes glucophage and reportedly adjusts his dosages based on his meter readings. The pt explained that whenever his blood glucose is above a certain unspecified level, he takes an extra pill of glucophage. The pt indicated that the alleged meter issue began on an unspecified date/time three months ago. During the time of concern, the pt stated he continued to take his glucophage as prescribed. On an unspecified date/time after the alleged meter issue began, the pt reportedly developed symptoms of feeling jittery/shaky. He could not recall what actions he took earlier in the day prior to developing the symptoms. The pt administered self-care by eating something to relieve his symptoms. On another unk date after the issue began, the pt claimed he received assistance in an ER and had his blood glucose checked on an ER/hosp meter. The ER reportedly obtained a result of "400 something" mg/dl. The pt was reportedly treated with insulin (unk type/dosages). The pt did not have the meter for troubleshooting. He claimed the meter was stolen. The meter was replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.